Event description:
It was reported that the pt is enrolled in the (B)(4) study. The site submitted the previous implant information form indicating that a (B)(4), femoral and patellar components were revised. The site noted, it was an aseptic failure of the knee, specifically the femoral component. However, the devices that were explanted are not available and are not collected as part of the study. The triathlon ts device was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.